Event description:
It is reported that a customer stated that the nurse informed them that their insulin pump is not recording her carbohydrates and bolus. The nurse believes that the pump is not functioning as designed because the records indicate missing data in carelink. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump was programmed with multiple boluses, and was monitored. All boluses delivered completely their indicated amount, and were properly recorded in the bolus history screen. No bolus anomaly or history anomaly noted. There was an alarm in the alarm history screen due to a corrupted history file. Unable to upload to carelink pro due to the corrupt history file. The pump communicated properly with the contour link meter. The pump also had minor scratches on the lcd window, and a cracked case near the display window corners.